Event description:
Polyethylene mesh used for abdominal hernia repair caused rupture of transverse colon with subsequent septic shock, abdominal compartment syndrome, prolonged ICU hospitalization, ileostomy and giant ventral hernia. Pt nearly died.